Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 62.5mg/ml morphine at 54.955mg/day via an implantable infusion pump for spinal pain. It was reported that a motor stall had occurred and was seen at initial interrogation. The motor stall was active, and the stopped pump period may exceed tube set. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they were aware of the issue on (B)(6) 2018. The rep reported that no symptoms were reported to them. It was reported the pump was permanently shut off. The patient's weight was unknown. No further complications were anticipated/reported.